Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and two vela suprarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years post initial procedure, the patient presented emergently with symptoms unrelated to the aaa, and a growing aneurysm was discovered incidentally. The primary symptom reported was abdominal pain. The current size of the aneurysm is 8.1 cm. There is an urgent need to determine whether an endoleak is present, as this will guide the next steps in management. A computed tomography angiogram (cta) was performed; however, it is difficult to interpret the images and confirm if there is a leak or another issue. The patient is currently being monitored while intervention is being discussed.